Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wounds. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wounds. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wounds. There were no allegations of any bleeding, oozing or weeping wounds.there was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation.outcome of the irritation is unknown